Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber had a distal circumferential fracture. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported tip break as there was no physical separation identified of the fiber and the identified distal circumferential fracture has a forward firing rate below the threshold for potential patient harm. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damage, including distal circumferential fractures and failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that the fiber tip broke. The procedure was completed using another fiber. No patient complications were reported.

Event description:
It was reported that the fiber tip broke. The procedure was completed using another fiber. No patient complications were reported.